Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure to treat an atrial fibrillation (a fib), an intellamap orion catheter was selected for use for mapping purposes. During left atrial mapping, the blood pressure dropped, and upon checking, cardiac tamponade was confirmed. The perforation site it is unclear since thoracotomy was not performed, but the physician suggested it might be between the left superior pulmonary vein (lspv) and the left atrial appendage (laa). Drainage was performed to resolve the complication; 1l of blood was drained. The patient's current condition since the complication was reported to be fine. The physician indicated that the procedure was related to the mapping, as when mapping to obtain anatomical information near the pv and laa, the anatomy differed from expectations. As there was no CT information and the left atrial angiography was inconclusive, wished to visualize it using 3d mapping. It was further reported that no resistance was felt while maneuvering the catheter. The tamponade occurred between the lspv and laa. Perforation location could not be confirmed. The hospitalization period has been extended by three days beyond the usual. The patient current status is ok at this point. The device is not expected to be returned as it was discarded at facility.

Event description:
It was reported that during a pulse field ablation procedure to treat an atrial fibrillation (a fib), an intellamap orion catheter was selected for use for mapping purposes. During left atrial mapping, the blood pressure dropped, and upon checking, cardiac tamponade was confirmed. The perforation site it is unclear since thoracotomy was not performed, but the physician suggested it might be between the left superior pulmonary vein (lspv) and the left atrial appendage (laa). Drainage was performed to resolve the complication; 1l of blood was drained. The patient's current condition since the complication was reported to be fine. The physician indicated that the procedure was related to the mapping, as when mapping to obtain anatomical information near the pv and laa, the anatomy differed from expectations. As there was no CT information and the left atrial angiography was inconclusive, wished to visualize it using 3d mapping. It was further reported that no resistance was felt while maneuvering the catheter. The tamponade occurred between the lspv and laa. Perforation location could not be confirmed. The hospitalization period has been extended by three days beyond the usual. The patient current status is ok at this point. The device is not expected to be returned as it was discarded at facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.